Manufacturer narrative:
The device was returned to the MFR and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.

Event description:
It was reported that the rem b reciprocating saw heated up during a case. A back-up device was used to complete the procedure without pt or user injuries, or adverse consequences.